Event description:
It was reported that the insulin pump is causing the customer to have severe lows and then go high. Caller requesting a replacement insulin pump. Caller reviewed carelink reports, found no evidence of additional boluses. Customer had a blood glucose reading of 185 mg/dl, then one hour later, the reading was 25 mg/dl. The piston is stopping halfway during the priming process. Advised caller that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.